Manufacturer narrative:
The field service representative (fsr) tested the main power switch/circuit breaker but could not duplicate the reported issue. The fsr replaced the main power switch/circuit breaker as a precaution. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to emdr #1828100-2016-00251 and emdr #1828100-2016-00252. The customer reported this is the same cooler heater unit the field service representative (fsr) had completed preventive maintenance (pm) on the day before.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, when power switch on the cooler heater unit was turned on, it did not stay on. The power switch had to be turned on and off several times. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.